Manufacturer narrative:
The service technician found a damaged/deformed and loose plastic (dp) loose spacer under the chassis. A review of the repair history indicates the asset was last serviced on march 23, 2020; no problem found, inspection only. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The asset visera elite video system center was returned to the service center; there was no reported allegation of any malfunction associated with the device. However, upon inspection and testing, the service technician found a damaged/deformed and loose plastic (dp) loose spacer under the chassis. No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the damage to the plastic dp spacer under the chassis could not be identified. The instructions for use identify the following verbiage, that may prevent the phenomenon: "do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor field performance for this device.